Event description:
It was reported by the affiliate that when the devices were used during an unknown procedure, the staples would not advance. Another device was used to complete the case wtih no consequence to the pt.